Manufacturer narrative:
Title: transanal total mesorectal excision for rectal carcinoma: short-term outcomes and experience after 80 cases source: surg endosc (2016) 30:464¿470 published online: 29 april 2015. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the literature source of a study performed between june 2012 to september 2014 about short-term outcomes and experience after 80 cases of transanal total mesorectal excision for rectal carcinoma, in which a circular stapler was used, one patient needed re-operation because of anastomotic leakage. This patient died postoperatively due to septic complications.